Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's mother reported accidentally using both transmitters at the same time, and stated that she didn't feel she was properly trained on how to use the g5 system. Dexcom representative explained to patient's mother regarding using 1 transmitter for 3 months, then switching to the second transmitter. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.